Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (between 4:30-5pm). The patient's testing frequency is not specified; however, according to the csr's documentation, the patient manages her diabetes with a set dose of insulin (2 units of apidra) and following the alleged issue, the patient reportedly administered her usual dose of insulin at 6pm. As a result of the reported issue, the patient allegedly developed symptoms of weakness and cold sweats one hour after the reported meter issue began. The patient, however, denied receiving any medical intervention following the alleged issue. At the time of troubleshooting, the csr noted that the patient was using the correct test strip at the time of the alleged issue and the subject meter's batteries did not need to be replaced (per owner's booklet recommendation). Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, the patient allegedly administered her usual dose of insulin, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The test strips involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011) - device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.